Event description:
It was reported through litigation process that approximately one month and nine days post a port placement for intravascular access, the port allegedly had suction problem. It was further reported that the patient allegedly developed with erythema and dehiscence on the port site. Furthermore, the patient was allegedly diagnosed with bacterial infection, cellulitis, and sepsis as a result of the defective infected port. Reportedly, the defective infected port was removed and replaced with a new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one month and nine days post a port placement for intravascular access, the port allegedly had suction problem. It was further reported that the patient allegedly developed with erythema and dehiscence on the port site. Furthermore, the patient was allegedly diagnosed with bacterial infection, cellulitis, and sepsis as a result of the defective infected port. Reportedly, the defective infected port was removed and replaced with a new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical record review states that patient underwent port placement procedure for iron deficiency anemia. After a month, patient referred for evaluation of port and requires frequent routine blood draws, and it was difficult. Examination showed right upper chest wall port site partially dehisced, large scab present with surrounding erythema and one suture partially visible and with persistent localized port infection. A week later, patient underwent removal of right sided port due to dehiscence and persistent cellulitis. Therefore, the investigation is confirmed for the reported suction issue. Therefore, it can be confirmed that the patient experienced erythema, cellulitis, wound dehiscence infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.